Manufacturer narrative:
Correction information: g6: follow up #1. H2: if follow-up, what type? H6: coding changed based on the investigation (health effect - clinical code, health effect - impact code). Additional information: h4: device manufacture date.

Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint on (B)(6) 2021 that occurred during pre-inspection in the united states. The information provided indicated that the "lamp is not working" involving pentax medical video colonoscope model ec38-i10cl-us, serial number (B)(4). The customer owned endoscope was received by pentax medical for evaluation on 29-jun-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician confirmed the "light carrying bundle led light is not working or not functioning, and the image dark", and also documented the following inspection findings on (B)(6) 2021: fluid invasion in pve connector, passed dry leak test, passed wet leak test, image dark, pve electrical connector frame mild corrosion, fluid invasion not observed in control body. The device underwent repairs including the following components: o-rings and seals, pcb for driver (cmos), connector frame assy. The endoscope is awaiting repair and approved by final qc as 23-jul-2021. This is the first time pentax model ec38-i10cl-us, serial number (B)(4) has been returned for serviced at a pentax facility since the device was put into service on (B)(6) 2021. The investigation is in-process.